Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with the highest reported blood glucose of 439 mg/dl and elevated readings persisting for several days; the caregiver shared photos due to concern about a potential crack on the device, and visual review did not show external damage. Symptoms included high blood glucose. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included complaint handling with troubleshooting and education provided to the caregiver. Investigation of this case revealed no visible device damage and an unclear cause for the hyperglycemia. It was concluded that the event involved hyperglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.